Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received no delivery/occlusion alarm during therapy occurred. Customer got an occlusion with the bolus. Customer was hospitalized due to a high blood glucose level of 486 mg/dl. Auto mode feature was not active. The insulin pump will not be returned for analysis.